Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During a revision of patient's left hip, the proximal locking screw of the 23 +10 proximal body would not stay in the proximal body because the receiving hole was stripped. A 25 +10 proximal body was implanted with no proximal locking screw instead.

Manufacturer narrative:
Corrected data: device information was corrected. An event regarding an intraoperative assembly issue due to damage involving a restoration modular stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including intra operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
During a revision of patient's left hip, the proximal locking screw of the 23 +10 proximal body would not stay in the proximal body because the receiving hole was stripped. A 25 +10 proximal body was implanted with no proximal locking screw instead.